Manufacturer narrative:
Pump received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board.

Event description:
The customer reported via phone call that she got insulin flow block alarm. The customer¿s blood glucose level was 334 mg/dl at the time of incident. Troubleshooting was performed for insulin flow block alarm. Customer reported that the insulin exits with the manual prime. The insulin pump will be returned for the analysis.